Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery while changing set. The blood glucose reading was 321 mg/dl. Advised to rewind the insulin pump, reinsert the reservoir, and to run a manual prime. The customer states that insulin did exit the tubing. The insulin pump was working as designed. Nothing further reported.